Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted on (B)(6) 2023. The patient reported that during a routine one (1) year follow up examination, computed tomography (CT) imaging revealed a possible thrombus/scarring on the bottom of the closure device. The patient had a repeat CT ninety (90) days later and imaging was the same. A boston scientific senior clinical specialist contacted the physician who described the patient as noncompliant and was observed to be intoxicated at the last several appointments. The patient refused anticoagulants stating that he would use beer and bourbon to thin his blood.